Event description:
It was reported that during a superdimension case, the physician was midway through navigation and the system reported an error message related to the pt sensor triple cable (pst). The site could not recall the error message number or text. The site then re-registered the pt and received an 8mm registration (current spec is <10), however, the visual verification was not accurate. The case was completed using fluoroscopy. There was no harm or injury to the pt reported.

Manufacturer narrative:
A replacement pt sensor triplet (pst) cable was sent the site. The suspect pst was returned to superdimension. The preliminary analysis of the device did not reveal any anomaly. The device performed according to spec. On (B) (6) 2009, the site reported that they have performed two successful cases since the cable was replaced.